Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient experienced a fluid leak with the cycler when they removed the cassette during treatment. Additional follow-up with the pd patient's clinic confirmed the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and stated no treatments were missed. Per pdrn the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Per pdrn the sample was discarded and was no longer available to be returned for evaluation. The lot number was unknown.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient experienced a fluid leak with the cycler when they removed the cassette during treatment. Additional follow-up with the pd patient's clinic confirmed the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and stated no treatments were missed. Per pdrn the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Per pdrn the sample was discarded and was no longer available to be returned for evaluation. The lot number was unknown.